Manufacturer narrative:
The insulin pump powered up properly after battery installation however, the display fades out after pressing any button due to short at the lcd driver board. Unable to perform functional testing or verify unresponsive button keypad or verify error beeps due to display fading out. The insulin pump has broken reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
Customer states that the alarm of the insulin pump is beeping. The blood glucose reading is 465 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.